Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was asymptomatic and was stable prior, during and post procedure.